Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found these non-reportable findings: due to wear of angle wire, bending angle in up direction did not meet the standard value. The objective lens and the control unit both had discoloration. The protector of universal cord on suction connector side, the scope connector cover unit, the forceps elevator lever, the forceps elevator knob, the up/down knob, the right/left knob, the flexibility adjustment ring, the plastic distal end cover, the switch box, the suction connector, the universal cord, the grip had a scratch, the control unit, and the scope cover all had a scratch. The suction cylinder was shaved. The adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to a scratch on objective lens, a flare occurred. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the colonovideoscope had image error displayed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of error e315 (incompatible scope) was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The aware date should be jan 9, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined since no irregularities were observed for the endoscope. However, it is likely the defective event ¿e315¿ was caused by a foreign material clogging between the electrical contacts of the scope connector and those of the system. Then, temporary connection failure occurred, leading to failure of transmission of image signals. The event can be prevented by following the instructions for use which state: chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.